Event description:
A peripheral coil detached prematurely while the md was repositioning the coil. This required the md to use two different snares to remove the entire coil from the patient. While this did not cause the patient any direct harm, the md made numerous attempts to remove the coil which extended the procedure time. Manufacturer response for vascular detachable coil system, 5mm x 15cm embold fibered detachable coil system (per site reporter).